Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No non-conformances or capas were identified. Devices met specification prior to release.

Event description:
Additional information received on 11/26/2019 and 1/27/2023 patient was experiencing dyspareunia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated the plantiff subsequently suffered complications associated with the transvaginal mesh products, including inter alia, pain with daily activities and intercourse, urinary incontinence, erosion. A surgical revision on (B)(6) 2017 was noted. Additionally, in many cases, women, including plaintiff, have been forced to undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. Plantiff has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.